Event description:
It was reported that after a da vinci-assisted bypass gastroplasty procedure, the patient suffered a cardiac arrest and expired. The da vinci procedure was completed without any intra-operative complications. The patient experienced a pulmonary thromboembolism, developed dyspnea, and was admitted to the intensive care unit (ICU) 72 hours post-operation. The next day, the patient went into cardiac arrest again. Resuscitation efforts were performed, but the patient could not be revived and expired. The hospital documented the official cause of death was pulmonary thromboembolism. It was reported that no da vinci product caused or contributed to the patient events. The customer reported that the death was attributed to pulmonary embolism, pneumonia, obesity, and sequelae from a history of severe covid-19 with pulmonary involvement.

Manufacturer narrative:
The following concomitant products were used during the procedure: 30 degree endoscope plus, large needle driver, two cadiere forceps, synchroseal. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died of a pulmonary embolus a few days after a robotic bariatric procedure that was uneventful with no intraoperative complications or issues reported. The patient had significant comorbidities which may have contributed to this event. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Manufacturer narrative:
The following fields were updated: b2,b3, h11. All multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instrument. The following concomitant products were used during this procedure: 30 degree endoscope plus, large needle driver, two cadiere forceps instruments, and a synchroseal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the da vinci system logs found that no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system also found that no errors occurred during the procedures.

Event description:
Refer to h11 for follow-up information.